Event description:
It was reported that pump displayed altitude alarm and insulin delivery was suspended even though pump was operating within normal altitude range and speaker holes were not obstructed. There was no adverse impact to the customer¿s blood glucose level. Customer gently cleaned speaker holes as instructed, reloaded same cartridge, and pump resumed normal operation, and replacement supplies were arranged to maintain customer satisfaction.